Event description:
The facility reported a device with a failure code 38. During service, the technician found a broken door assembly, a defective main battery, and a faulty ac power cord. Information regarding whether or not the device was in use on a pt when the problem was found was also not available and no add'l contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.